Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary for (B)(4): preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient's implantable pulse generator (ipg) device could not be programmed. It was also noted that electrocardiogram (ECG) showed the patients heart rate was 50 beats per minute. The ipg was removed and replaced. No patient complications were reported as a result of this event.